Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability."

Event description:
The customer complaints blood leak during treatment. Blood flow rate, 109ml/min, imf, 117mhg. The blood loss was insignificant. No patient harm, no medical intervention was needed.